Event description:
The following information was reported: balloon ruptured during pullback to the arteriotomy. Opened new mx6721 and deployed successfully. The patient was not hospitalized. Procedure: interventional peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f147102) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site.